Event description:
The customer reported the battery was not getting charged and not detected.

Manufacturer narrative:
(B)(4): the customer reported the battery was not getting charged and not detected. The philips field service engineer isolated the issue to a defective battery. There was no reported pt involvement. A replacement battery was ordered to resolve the issue. The device passed testing and was placed back into service. We will consider this a malfunction of the battery where the battery would not charge and was not detected.